Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and tested using a trainer and mini sim ECG simulator, but was unable to reproduce the reported "unit not triggering" issue. The ECG was triggering to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not triggering. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: g1.

Event description:
N/a.